Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported blood glucose value of 1.6 mmol/l. The customer reported hypoglycemia, hypoglycemia treated with ems/ambulance/ER visit, glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040c2. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No further patient complications were reported. Product return for mmt-7040c2 is not expected. Update: the customer also experienced loss of consciousness. Updated summary: customer and a nurse reported that an ambulance took user to the emergency room on (B)(4) 2024 at 3:32am (3:21am was also mentioned) due to hypoglycemia. User was at the emergency room for less than 24 hours. Blood glucose at time of event was 1.6 mmol/l (1.8 mmol/l was also mentioned). It was reported that the customer was unconscious, and that the ambulance took them to the emergency room. User was given glucose intravenously in the ambulance and at the emergency room. Prior to the event user was sleeping. The customer alleged over delivery due to sensor glucose versus blood glucose difference. Stated sensor glucose read 15.2 mmol/l (15.8 mmol/l was also mentioned). They stated the pump was adjusting to get the sensor glucose value down. The pump was showing a day behind. Troubleshooting was done. Customer stated they were using smartguard at time of event.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA: 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.